Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2020 regarding a patient receiving unknown medication via an implanted infusion pump. It was reported that the patient had their pump and catheter explanted in (B)(6) 2019 due to infection. The patient was implanted with a new system on (B)(6) 2020. The circumstances that led to the infection were unknown. No further complications were reported or anticipated.